Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Investigation of the drive mechanism found burrs on the lead screw. These findings are consistent with the timeouts and drive stall in the download data, and the resulting occlusion alarm that was generated by the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
Patient reported he was driving his car and he received an occlusion alarm. He went 30 minutes or so before activating a new pod and bg (blood glucose) levels increased to 260 mg/dl due to meal and not wearing a pod. Activated a new pod and did a correction bolus to come down to normal range.